Event description:
Additional information was received confirming that there is no patient involvement and no patient or clinical injury.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the case was broken on some corners. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d4: UDI - (B)(4). . H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the front panel cracked and knobs cracked. The customer reported complaint was able to be confirmed. The cause of the issue was found to be an impact of the device. The front panel was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.